Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer name and address phone: (B)(6). PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon opening the package for stone extraction, a ngage nitinol stone extractor's basket was found to be broken. The device did not make patient contact. Another device of the same type was used to complete the procedure. There have been no adverse effects to the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary. As reported, upon opening the package for stone extraction, an ngage nitinol stone extractor's basket was found to be broken. The device did not make patient contact. Another device of the same type was used to complete the procedure. There have been no adverse effects to the patient. Corrected information: h6 (annex g). Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test were conducted during the investigation. The device was returned for investigation in open packaging. Handle actuates basket assembly. Basket assembly has wires broken in 2 places. One of the basket wires was broken and the other wire had been pulled from the basket sheaths that holds the basket wires in place. The basket has the appearance of having been exposed to an excessive force. A document-based investigation evaluation was performed. No related non-conformances were recorded. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, ¿suggested handling instructions for extractors and forceps, important: excessive force could damage device.¿ based on the available information, cook has concluded that the most likely cause for the issue was that the basket was inadvertently exposed to excessive force. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.